Manufacturer narrative:
Date of event: event date: the event occurred on an unspecified date in 2021, further described as "last couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had a connection issue. This was observed during an unspecified process step of peritoneal dialysis therapy. The connection issue was further described as ¿not able to tighten and lock onto transfer set, they would keep turning and not click". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 6/09/2021 (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.